Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she changed the battery and the insulin pump alarmed failed battery test. She tried an old battery and the battery cap got stuck and customer could not remove it. The customer was advised to use a large screwdriver; she was able to remove the cap. The customer stated the contacts are not missing or damaged and the spring and battery compartment are not damaged or corroded. The customer was going to go but new batteries. She was advised that a battery cap replacement would be sent and to call back if issue persists after changing the cap and battery. Blood glucose value was 143 mg/dl.